Event description:
Head rn for the intensive care unit reported that a nine year old male patient was admitted for open heart surgery. The patient had to be restrained during his recovery because he was very confused and restless. The restraining device only kept the patient from pulling on his nose tubes and monitor lines. The hospital reported that at some time during his recovery he allegedly tried to remove the medtronic foley (urinary) catheter from himself. During this removal process the tip of the catheter broke off the product and remained inside the patients bladder. The catheter tip had to be surgically removed from the patients bladder. The catheter has a inflation balloon at the end of the catheter which is designed to hold the catheter inside the bladder. The balloon is inflated when the catheter is fully inserted and deflated prior to removal. The patient was attempting to remove a catheter with the balloon inflated.